Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which describes reprocessing in chapter 6 application and conditions of cleaning, disinfection and sterilization and chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before sending back to olympus and they aspirated water through the instrument/suction channel. The device was returned and evaluated, and the customers allegations were confirmed, and a foreign material came out of the forceps channel. Additional findings include the following: there was an insufficient angle, the bending section cover had scratches and the adhesive was detached, cracked, and had an air leakage; the image guide snake tube was scratched; the engage function did not work; the connecting tube had a scratch; the air water cylinder had paint peeling, and there was a lack of adhesive around the probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus there was limited right/left angle play on the evis lucera ultrasound gastrovideoscope. No patient harm was reported. The device was returned for evaluation and a foreign matter came out of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.